Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was 70 mg/dl. The customer stated that she had been in the water. The customer stated that she removed the battery cap and saw some corrosion. The customer reported that they received the open book image on the insulin pump screen. The troubleshooting was performed for critical pump error. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found inside of the battery compartment and on the motor and force sensor during visual inspection. Device was received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.